Manufacturer narrative:
(B)(4). The customer advised physio-control that they have replaced the charge-pak assembly and no longer observed the three icons. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak). This is an indication that the internal hlc batteries may not have sufficient power available to deliver effective defibrillation therapy to a patient, if needed. There was no patient use associated.